Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
We checked the returned unit and confirmed that the suction channel dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the suction channel. In addition, we confirmed that the bending rubber leaky, the root brace rubber cut, the operation channel dirty, the distal body dirty, the air/water nozzle loosened, the insertion flexible tube (ift) loosened, and the lg prong top loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.